Manufacturer narrative:
Device evaluation of charger/modem has been completed. The reported problem (charger-unable to charge battery pack) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a bga failure on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery pack.